Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no output, no telemetry, unable to program and difficult interrogation. Dashes (---) were noted for parameters.